Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via a manufacturer's representative regarding an implantable neurostimulator (ins). It was reported that the patient's battery was turned in the pocket making recharging difficult. The factors that led to this issue were unknown. No troubleshooting was performed the ins was repositioned to a new pocket site. The issue was resolved. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.